Event description:
The advocate called from a managed care facility. She stated that one of the nurses was helping a patient with his/her microlet lancing device. The nurse cocked the device and before she could press the button on the device, the lancet came out and stuck her twice. The advocate stated the nurse was tested for infectious diseases and the results were negative. The device was returned for evaluation. A replacement device was sent to the patient.

Manufacturer narrative:
The qa lab evaluated the returned lancing device and found that due to a broken lancet holder, the device would shoot out lancets. Lancing devices are not serialized or assigned lot numbers, so it's not possible to determine a manufacture date.